Event description:
It was reported that the event involved a male patient while in the cath lab during insertion. The user attempted to insert the intra-aortic balloon (iab) into the teflon sheath via left femoral artery and was unsuccessful. As a result, the iab and teflon sheath were removed together successfully. A new iab kit was opened. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption long enough to replace the iab with no harm to the patient. The patient outcome is good. Additional information received on (B)(6) 2013 stated the balloon was pulled negative before taking out from the tray. Since the user could not insert the balloon into the sheath, the sheath was left in place for the second insertion. Reference MDR #1219856-2013-00046 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.